Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar configuration on the right atrial (ra) channel. The device measured impedance was greater than 3000 ohms on the ra lead during the automatic testing. The physician requested that the ra channel be switched back to bipolar configuration. During this follow up visit, the impedance high out of range could not be replicated, with impedance being consistently measured as approximately 300 ohms. At this time, this pacemaker and competitor ra lead remains in service, and there were no adverse patient effects reported.